Manufacturer narrative:
Investigation is underway.

Event description:
As reported by edwards lifesciences affiliate in south africa, regarding an implant of a 26mm sapien 3 valve in aortic position by transfemoral approach. The patient presented mild to moderate calcification of the leaflets/annulus. During the valve deployment with nominal volume and the medium speed inflation technique, the balloon burst when the valve was 98% deployed, at the very end of inflation. The delivery system was retrieved through the esheath without difficulties. A post-dilation with a non-edwards device was performed, and this balloon also burst. The final position of the valve was acceptable. The patient did not suffer any injury and was noted as to be good.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided imagery was evaluated and revealed the following: 3mensio report showed presence of calcification in the native aortic valve and a radial and longitudinal balloon burst confirmed. The reported event was confirmed by reviewing of the provided image. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported the patient presented mild to moderate calcification of the leaflets/annulus. Also provided 3 mensio shows presence of calcium in native aortic valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.